Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that a portion of the internal circuitry was burned. Moreover, the strip chart recorder (scr) would not print and the unit failed at parallel port test. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.